Manufacturer narrative:
Device evaluation: the report of more freely rotating outflow graft cannot be confirmed. During pump prep, the vad coordinator noted that the outflow graft rotated more freely than usual when connected to the pump. Due to the concern for an outflow graft twist, the vad coordinator decided not to use the graft and pulled a new one. The outflow graft was returned on (B)(6) 2018. Examination of the returned sealed outflow graft found that the screw ring used to tighten the outflow graft to the pump cover was intact. The c-ring that secures the screw ring to the graft attachment was returned properly seated within its groove in the graft hardware. The o-ring was also properly seated in its respective groove. The c-ring, o-ring, and screw ring were examined using a microscope which revealed no evidence of scratches or scoring to suggest that a tool may have been used on the graft hardware during device preparation. The c-ring did not appear to be out of shape or coiled. The remainder of the hardware was evaluated and also appeared unremarkable. The returned outflow graft was attached to a test device and appeared to connect as intended. The rotation of the outflow graft while connected to the device was compared with a test outflow graft, and the rotation speeds and efforts to rotate appeared consistent. Nothing atypical was noted. The hm3 IFU provides steps for attaching the sealed outflow graft to the pump in the surgical procedures section. The section on securing the pump and connections states to ensure that the sealed outflow connections are dry and secure and to obtain hemostasis prior to closing all wounds. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the lvad prep for implant, the lvad clinician noted that the outflow graft rotated more freely than usual when connected to the pump. Upon inspection the c-ring and white washer appeared intact. Due to concern of causing an outflow graft twist, the lvad clinician used a new outflow graft.